Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's diabetes educator the patient received a communication error from the controller and was unable to establish connection with the pod. The communication error occurred with four pods. The patient was admitted to the hospital and supplied with insulin. The patient was released the next day. All four pods were discarded.